Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation two devices and one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Each jaw gap was measured and the instruments met specification. No witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for each device, indicating proper alignment of the jaws when toggling the needle. The broken needle was removed from the jaws of the instrument one, and the needle was removed from instrument two. Instrument one was then loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. Functional testing of instrument two was precluded due to the damaged handle. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the broken needle and broken handle. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: during a lap nissen fundiplication procedure, the device was not holding the needle in place. The needle would fall out. The toggle switches were also stiff. No adverse events have been reported.